Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that on (B)(6) 2026, during setup of an automated impella controller (aic) for impella device support, the console did not progress to the expected setup screen after connection cables were attached per on-screen instructions. Instead, a prompt to reconnect the cables was displayed. Upon disconnecting and reconnecting the cables, a yellow ¿pump failure¿ alarm appeared. After disconnecting the purge cassette and all cables and restarting the aic, a yellow ¿aic malfunction¿ alarm was displayed at startup. The aic was replaced with a backup unit. When the same pump was connected to the replacement console, no alarms were observed and the system operated as expected, allowing therapy initiation. Although time was required to replace the aic, no delay in treatment was reported, and the patient remained stable following initiation of impella support. No signs or symptoms of patient injury or patient harm were reported in association with this event.